Manufacturer narrative:
The hemo pc was returned to merge healthcare for evaluation and received on 19may2017. The results indicated a hard drive failure. The hemo monitor pc was stuck in a boot loop and would not completely boot. The hard drive was replaced, the software was reloaded and through testing, the pc ran for four days with no issues. The device was then returned to the service stock.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that during a procedure, the hemo monitor pc displayed a registry error, the screen turned blue, and the system could not be restored. The patient was connected to a portable vitals machine and the procedure was completed successfully. All procedures scheduled for that room were either moved to a different room or re-scheduled until a new monitor was installed. There was no adverse event to the patient. However, with merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. Reference complaint number (B)(4).